Event description:
Infection of the left knee: [arthritis infective]. Extreme left knee swelling at the site of injection: [injection site swelling]. Unbearable pain in left knee at the site of injection: [injection site pain]. Case description: spontaneous report was received on (B)(6) 2013 from a (B)(6) male pt, initials (B)(6). The pt's medical history was significant for previous medical device implantation with synvisc into right knee (thirteen years ago and again three weeks ago) with a little swelling at the site of injection which was short lived and self-resolved. On (B)(6) 2013 (at 13:30), the pt initiated treatment with synvisc (hylan g-f 20) injection (dosage regimen and route of administration not provided) into the left knee. The lot number of synvisc was not provided. On (B)(6) 2013 (24 hours after the time of injection), the pt experienced extreme swelling at the site of injection and unbearable pain at the site of injection. On (B)(6) 2013 (at 02.30 am), the pt was admitted to hospital where he was given morphine as treatment for "unbearable pain at the site of injection". The same day (at 18:00), the pt was transferred to another hospital where he was operated upon, his left knee was flushed out with six liters of saline and the pt was found to have infection in left knee. The pt was receiving antibiotics (unspecified) for infection in left knee. The action taken with synvisc treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The causal relationship between synvisc and all the events was not provided.

Manufacturer narrative:
Evaluation summary: the quality assurance (qa) investigation summary was received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specifications conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. The benefit-risk relationship of synvisc is not affected by this report.